Event description:
Female patient presented with her 1st pregnancy at 39-weeks, 5-day gestation in arrest of descent, narrow pelvic outlet and material obesity to c-section after protracted labor progress. Anesthetist attempted spinal anesthesia but without good results.